Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. The patient stated that 911 was called at 11:00 am on (B)(6) 2019 (symptoms requiring this were not reported). The paramedics tested her blood glucose and it was 38 mg/dl compared to the cgm that was displaying 110 mg/dl. She was given a tube of orange frosting-type gel by the paramedics. After that treatment she then felt normal. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional patient or event information is available.